Event description:
It was reported the pt no longer had stimulation, and the ipg had reached the end of life. It was reported the pt had a low battery flag prior to the ipg end of life. The program parameters were not provided to calculate if the issue was normal end of life. It was reported the physician planned surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.